Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Initial troubleshooting included education regarding expected variability during early wear and potential inflammation after insertion. The user was advised to allow the system additional time to stabilize and to continue entering calibrations as instructed. Further troubleshooting, including a potential sensor re-link to reset the system, was planned; however, the user reported on the following day ((B)(6) 2025) that they had developed an infection at the insertion site (MFR#3009862700-2025-01541) and preferred to consult their hcp before proceeding with additional troubleshooting. The discrepancies observed were likely influenced by the infection at the insertion site. The user was encouraged to contact support again once they resumed system use after completing treatment for the infection, should discrepancies continue to be observed. B4. Date of this report 04 dec 2025. G3. Date received by the manufacturer? 04 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4310,22.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor.the user preferred to discuss the reported infection (MFR# 3009862700-2025-01541) with their hcp before re-linking the sensor for monitoring. The user was advised to continue testing blood glucose levels with their meter as a backup and to follow their hcp's recommendations. This case will be closed while the insertion site heals; however, the user was asked to contact us again if differences persist after the infection has healed and treatment/medication has been completed.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.